Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found returned meter. Most likely underlying root cause of malfunction: strip issue or/and user is testing with expired test strips.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's husband is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100mg/dl to 120 mg/dl. The blood glucose testing is performed by the customer twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 07/26/2016 and open vial date is more than 120 days; therefore, test strips are past open expiration date. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.